Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycaemia [hyperglycaemia]. Novopen 4 did not inject the insulin [device failure]. Case description: this serious spontaneous case from egypt was reported by a patient family member or friend as "hyperglycaemia(hyperglycaemia)" beginning on (B)(6) 2022, "novopen 4 did not inject the insulin (device failure)" beginning on (B)(6) 2022, and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , novorapid penfill (insulin aspart) solution for injection, 100 iu/ml (dose, frequency & route used - unk, subcutaneous) (therapy dates - --/--/2018 to unk) from 2018 and ongoing for "drug use for unknown indication". Patient's height, weight and body mass index were not reported. Dosage regimens: novopen 4: not reported. Novorapid penfill: ??-???-2018 to not reported, not reported to not reported, not reported to not reported (dosage regimen ongoing); medical history was not provided. On (B)(6) 2022, novopen 4 did not inject the insulin, so patient suffered from hyperglycaemia with bgl 580 mg /dl(reported by patient's parent). The pen problem was solved as per successful trouble shooting. Patient completely recovered from it as she informed when her son took the insulin by syringe his bgl reached 260 mg/dl. On (B)(6) 2022, blood glucose level was 117 mg/ dl. And patient was informed to return back to her hcp system dose : depended on the diet regimen. Hba1c was 9 % from one month(in 2022, unspecified month). Batch numbers: novopen 4: hvgn733. Novorapid penfill: lr7bl80, lr7bl80, lr7bl80 . Action taken to novopen 4 was reported as other. Action taken to novorapid penfill was not reported. The outcome for the event "hyperglycaemia(hyperglycaemia)" was recovered. The outcome for the event "novopen 4 did not inject the insulin (device failure)" was not reported. Additional dosage regimens: suspect product 2. Dose, frequency & route used 3. Therapy dates (if unknown, give duration) 6. Lot # 7. Exp. Date #1 novorapid penfill regimen # 2 took dose using syringe, subcutaneous lr7bl80 03/--/2024. #1 novorapid penfill regimen # 3 unk, subcutaneous ongoing lr7bl80 03/--/2024.

Event description:
Case description: investigational results, name: novorapid penfill 3 ml 100iu/ml, batch number: lr7bl80. The product was not returned for examination. Investigational results, name: novopen 4 batch number: hvgn733. The product was not returned for examination. Since last submission, the following information has been added, -investigation result updated. -annex b, c, d and g codes updated. -narrative updated accordingly. Final manufacturer's comment: 23-nov-2022: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. The batch trend analysis and reference sample examination revealed nothing abnormal. No abnormalities relating to the observed problem were found. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. H3 continued: evaluation summary: investigational results, name: novopen® 4 batch number: hvgn733 the product was not returned for examination.